Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient reported, "my first total hip, 1977 in (B)(6), that lasted till 2012 january. Total redo. Great results. Six weeks later I fell and broke same hip. No damage to implants. Four months of healing. Doing great since. Four totals on the right hip, all in (B)(6). Last on 1998. Doing good. A lot of changes since then. 17 days in the hospital first time. Three days in 2012."